Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead was an attempt implant as the stylet became stuck and the tip of the lead curled up. Another rv lead was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Manufacturer narrative:
Visual inspection revealed that the complete lead was returned and there was no stylets in the lead. The clear medical adhesive was torn/separated from the gore at the proximal ends of the proximal and distal spring electrodes and the electrodes were stretched at these point. The coil was also stretched at the distal end of the distal spring electrode and there was a small gap between the gore and the distal end of the shocking coil. The rate/sense gore was bunched in several placed and the lead body was curled. There was blood/body fluid noted in the helix housing. A stylet was successfully inserted into the lead. Resistance and pressure tests verified the electrical performance and insulation integrity of the lead. The clinical observation was unable to be confirmed by analysis as the original stylet was not received. Note: a new stylet moves freely through the lead here at crm. However, as with any lead of this type, or similar type, stylet movement can be hampered by a bend in the stylet or lead body, and/or constriction of the lead body.

Event description:
This product was returned for laboratory analysis.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.